Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the surescan lead kit was missing the straw. Manufacturer representative (rep) stated that the straw was not loaded and was missing off the tunneling tool. No cause known. A revision kit was opened to be able to use the straw for tunneling the lead. No issue with patient. The revision kit contained a replacement item to rectify the situation of the missing straw in the lead kit. Resolved case completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.